Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There is no allegation of serious or permanent harm or injury. The device was returned to a third-party service center for evaluation. The technician confirmed visible foam particles and foam contamination finding during the device evaluation. There was no technical finding. Device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.